Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample it was noticed two tears a and b located in the anterior view, measuring approximately 2.0cm (tear a) and 2.5 cm (tear b), also an area of missing material was observed in the anterior view, measuring approximately 2.0cm x 3.0cm microscopic examination was performed in the tear a and the cause of the rupture could not be identified, however in the edges of the rupture b and in the area of missing material revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Regarding to the tear a, possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 200cc breast implant and experienced deflation on the left side. The deflation was diagnosed via ultrasonography. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4) on (B)(6) 2019.